Event description:
Patient called back wanting to know how to recharge the implant using the stimulator. Agent reviewed general use. Pt called back stating that they got a new wireless recharger, however their ins still wasn't charging and the ins only had 2 bars after 2 hours of charging. Pt said that this was the same issue with the new wireless recharger as before with their old recharger. Agent reviewed and redirected pt to healthcare provider (hcp). Pt said that they would just call hcp and tell them to remove the device. Agent had also reviewed expected ins longevity with the pt during the call.

Manufacturer narrative:
B5: updated fdm, fdc, fdr code been updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), ubd:, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that desktop charger connector pin pin broke last night. The pin got stuck in the recharger. Patient pulled some of it out but could not remove the rest of the pin. Reviewed to try removing it on the call and patient could not get it out. Reviewed patient will be transitioned to wireless recharger.

Event description:
Patient called back stating they were given another recharger about a month ago from manufacturing rep, but that recharger does not work. Patient stated they used original recharger and was able to charge the implantable neurostimulator about 5-6 days prior to saturday; however, ever since saturday the recharger will show about 3 bars and then start beeping and display reposition antenna message. Patient was advised by health care professional(hcp) to contact the rep and hcp suggested a wireless recharger. Agent sent another email to the field. Agent process order for wireless recharger and large belt to be ship to manufacturing rep for next day delivery.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back repeating the connector pin broke off inside implantable neurostimulator (ins) and patient was not able to charge, so they hadn't charged ins in a week. Patient said they had not spoken with anyone yet after the last call, and said their doctor also told patient to have manufacturer call them when patient got ahold of someone. Agent reviewed wireless recharger transition process again and sent another email to reps.